Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g1, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: ig protector has foreign objects. A definitive root cause could not be identified. Based on the results of the investigation, the reported issue image not displayed due to damage to the ccd unit,is most likely attributed to component failure. The issue, white screen with no image due to damage to the video plug circuit board (intermittent),is most likely attributed to component failure. The issue, ig protector has foreign objects, is most likely attributed to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported no image during inspection for use involving an olympus gastrointestinal videoscope. There was no patient injury reported.